Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla leaked on 2 occasions. The following information was provided by the initial reporter: two (2) needled syringes had medication leaking from the distal part, despite the needle hub being correctly connected. Both are from the same batch. There was loss of medication and discomfort for both the client and the professional. Info add .: client informs: "the patient ended up taking the double of applications, that is, instead of being punctured 2 (two) times, it was necessary to make 4 (four) applications. Related to damage to the professional: the damage will be that of "losing" the client, even though I showed and continue to follow him to check if there was no skin reaction in the following days, I believe that he may lose confidence (I hope not!). There was exposure of the medicines in the patient skin. Medications administered: coltrax and dexamethasone. I kept one of the syringes with needles, the other, unfortunately, had already been discarded."

Manufacturer narrative:
H6: investigation summary the DHR and the reported photo were evaluated. It was not possible to identify any defect during the manufacture of the product as well as it was not possible to identify the defect only by the description of the customer and the photo available. No physical samples were received to carry out a more detailed investigation of the problem. A trend assessment will be carried out by the plant to identify whether the problem that occurred will remain or was just a one-off problem. (B)(6) see h.10.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla leaked on 2 occasions. The following information was provided by the initial reporter: two (2) needled syringes had medication leaking from the distal part, despite the needle hub being correctly connected. Both are from the same batch. There was loss of medication and discomfort for both the client and the professional. Info add .: client informs: "the patient ended up taking the double of applications, that is, instead of being punctured 2 (two) times, it was necessary to make 4 (four) applications. Related to damage to the professional: the damage will be that of "losing" the client, even though I showed and continue to follow him to check if there was no skin reaction in the following days, I believe that he may lose confidence (I hope not!). There was exposure of the medicines in the patient skin. Medications administered: coltrax and dexamethasone. I kept one of the syringes with needles, the other, unfortunately, had already been discarded."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/22/2020. H6 investigation: the sample was received and no leakage defect was found for deformation or irregularities in the product, it was noticed that the leakage was caused because the needle was not properly attached to the barrel. The DHR and the reported photo were evaluated. It was not possible to identify any defect during the manufacture of the product. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla leaked on 2 occasions. The following information was provided by the initial reporter: two (2) needled syringes had medication leaking from the distal part, despite the needle hub being correctly connected. Both are from the same batch. There was loss of medication and discomfort for both the client and the professional. Info add .: client informs: "the patient ended up taking the double of applications, that is, instead of being punctured 2 (two) times, it was necessary to make 4 (four) applications. Related to damage to the professional: the damage will be that of "losing" the client, even though I showed and continue to follow him to check if there was no skin reaction in the following days, I believe that he may lose confidence (I hope not!). There was exposure of the medicines in the patient skin. Medications administered: coltrax and dexamethasone. I kept one of the syringes with needles, the other, unfortunately, had already been discarded."